Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2013 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. Additional info and a copy of the cine-angiogram have been requested from the user facility. A follow-up report will be submitted upon receipt and review of the additional info and the cine-angiogram.

Event description:
Narrative: user facility reported: during an interventional procedure, air was injected into a pt with st-segment myocardial infarction (stemi). After the first injection of contrast medica, air was visualized in the coronary arteries. The pt required medical intervention and subsequently recovered. Worldwide case ID: (B)(4).